Event description:
The ge oec 2600 fluoroscopy system would not lock the x-ray tube arm in place. Issue disabled table functions.

Manufacturer narrative:
A ge oec service representative investigated the issue and found loose hardware in the x-ray arm locking mechanism that was tightened to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.